Manufacturer narrative:
The device passed all automatic and functional bench testing and did not have any visual anomalies. In addition, the ability to insert a lead was tested, and the device was found to be within specification.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tlld, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the lead would not advance. There was lead insertion difficulty reported during procedure. The lead and extension were not previously implanted. The contacts were visually inspected and none looked out of round. There was no visible damage to the leads. There were no reported symptoms. The device was not implanted and another device was used. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.